Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies were found. It was reported the device and the rv lead were replaced due to the patient having received 19 shocks due to noise. No further patient complications were reported as a result of this event. Additional information received reported the device had sensing difficulty and no pacing output. The lead was capped due to high impedance of >3000 ohms, oversensing, and no capture. The patient and physician elected to replace the system with a brady system as the patient had been traumatized by the inappropriate shocks, and her ejection fraction had improved by approximately 50%. Actual device involved in incident was evaluated electrical tests performed, mechanical tests performed, visual examination device performed according to specifications device evaluated and alleged failure could not be duplicated interference output, none sensitivity shock, inappropriate.

Event description:
It was reported the device and the rv lead were replaced due to the patient having received 19 shocks due to noise. No further patient complications were reported as a result of this event. Additional information received reported the device had sensing difficulty and no pacing output. The lead was capped due to high impedance of >3000 ohms, oversensing, and no capture. The patient and physician elected to replace the system with a brady system as the patient had been traumatized by the inappropriate shocks, and her ejection fraction had improved by approximately 50%.